Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had issues with patient admissions. A technical support specialist (tss) remotely connected to the server executed a patient query and discovered that the most recent messages were transmitted from the host to pyxis and noted that some assignments were not being allocated to the area. Subsequently, the tss assisted that customer updated host side patient location mapping and was evaluating results. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the clinic patient admission having issues. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.